Manufacturer narrative:
H3: the ins, model# 97715, serial# (B)(6), was returned for product analysis. Analysis of the ins revealed that the lab programmer was unable to discover the device and interrogation failed with the clinician programmer. X-ray images showed the antenna¿s unipolar feedthrough was intact and displayed no separation or corrosion. The reported failure was confirmed and traced to catastrophic hybrid damage caused by a high energy coupling charge into the recharge coil. Evidence of arcing was noted on recharge circuit components and adjacent hybrid components. Analysis determined that there was electrical damage to the hybrid circuit of the ins, consistent with electrical over-stress or electro-static discharge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: germany medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was deep discharge of the ins. The patient is not able to revive the ins from that discharge. Therefore, the patient cannot activate or use stimulation anymore. The contributing factors were that the patient did not recharge for more than a month. For diagnostics and troubleshooting, they performed the deep discharge revive process/workflow with the associated handheld patient programmer and the recharge antenna for 1.5 hours. They could not perform the recharging process. The device was not found even after 2 hours of trying. The issue was not resolved at the time of the report. The patient status was alive with no injury. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the inability to charge / revive the ins was not determined. The patient will see the responsible physician on 2023-dec-05 to investigate the issue and decide the next steps. The issue has not been resolved yet. The provided information was confirmed by the physician. Additional information was received. It was reported that the neurostimulator has been explanted and is ready to be returned.